Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented via merlin transmission showing non-sustained lead noise due to post paced t-wave oversensing. The device was reprogrammed.